Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported gripper actuation issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the gripper actuation issue. Functional testing confirmed that the grippers functioned as intended with no gripper actuation issues observed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report gripper actuation issue. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3+. The clip delivery system (cds) was advanced to the mitral valve; however, during positioning, the gripper arms could not be raised or lowered. Troubleshooting was performed but was unsuccessful. The clip was not implanted, and the cds was removed and replaced. A new cds was used to complete the procedure. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.